Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: not provided. Age: not provided. Gender: not provided. Patient weight: not provided. Fax number: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant at tooth locations # 11 & 12 were removed due to significant infection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Device history record (DHR) review was completed for the subject lot number (2020010750). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2020010750) for similar events (complaint category keyword: medical: infection) and no other complaint was identified.